Event description:
(B)(6) has set up a tent near (B)(6) on the parking lot providing free covid testing. They tell everyone in the line to say they don't have insurance on the form, and that the government will pay for it. The person collecting the samples I saw give away 5-8 pcr kits to take home, sample family, fill out the registration form, and then return them/drop them off at (B)(6) at the request of the person collecting the samples. It's been over 8 days, and results have not been delivered to anyone (out of 7 people of my family that got sampled across 3 different dates at this site). Lastly, the pcr test tubes had some red liquid in them which I've never seen (it's usually transparent), probably because the tubes were left out in the sun and heat for a long time without proper care. At best this facility is mishandling human samples, at worst they're running a government insurance scam. FDA safety report ID #: (B)(4).